Event description:
On saturday, while the pump was running, it stopped and read "cartridge out". When this happened, they removed the cartridge, reset the plunger, replaced the cartridge, set the pump to run, and it worked. Two hours later, the same thing occurred, at which time they switched patient to the second pump. Per husband, patient had no side effects as a result of the defective pump. Spouse was advised that a new pump will be sent to them for delivery tomorrow, (B)(6) 2016, and a return box for the bad pump. Dose or amount: 53 ng/kg/min. Frequency: every 72 hours. Route: subcutaneous. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.